Event description:
It was reported that inappropriate high-voltage (hv) therapy was delivered by the device. The device was performing as programmed and there was no alleged malfunction on the device. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.